Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and confirmed the unit was leaking at the hose connection between the pump outlet and chamber bottom circulation water inlet. The technician identified the hose clamp was not properly secured over the washer suction pump pipe, which allowed the hose to shift position and leak water. The technician replaced the hose clamp and ensured the clamp was properly tightened to specification. A test cycle was performed and the unit was confirmed to be operating to specification. The washer was installed in february of 2011. The facility recently purchased a steris service contract agreement. The first preventive maintenance will be completed in august of 2014 by steris field service personnel. No further issues have been reported.

Event description:
The user facility reported a water leak from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.